Event description:
Discordant, falsely low calcium results were obtained on patient samples on an advia 2400 instrument. The discordant results were not reported to the physician(s). The customer was able to provide one example, and the system had flagged the low result with a delta check failure because the result did not match the previous result for the patient. The sample was then rerun on the same instrument and resulted as expected. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered a leaking fitting for reagent probe 1 and leaking sample cleaning pump (scp) orings, which could impact sample probe washing. The fse replaced the leaking fitting and orings and decontaminated the system. Quality controls were run, all of which were within range. The cause of the discordant, falsely low calcium results is unknown, as the sample from the customer's example had resulted as expected upon repeat testing prior to the service visit. The instrument is performing within specifications. No further evaluation of the device is required.